Event description:
Patient called in to report that he experienced inflammation, facial deformity, eye drooping, and deep expression lines on his face after undergoing a facial treatment with the morpheus 8. He states it took 2 months to heal.